Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2023 and barbed suture was used. 14 weeks post-op, doctor was still seeing spikes in the barbed suture used on vaginal cuff. He is stating that the suture may be causing some potential discomfort and oozing for patient at that 14 week point. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: surgeon after seeing a few patients patient harm unknown. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient(s)? - was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - it was reported some issues after seeing a few patients 14 weeks post-op. What is the total number of patients involved? - please provide the product code and lot number: no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.